Manufacturer narrative:
The insulin pump alarmed motor error during rewind and a confirmed e70 alarm was noted in the alarm history due to motor encoder signal out of phase; unable to perform the displacement, prime, occlusion and excessive no delivery test due to motor error alarm. No a35 or a70 alarm during our testing. The insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm, a motion sensor test failure alarm, and a motor position encoder error alarm. The customer's blood glucose level was 128 mg/dl. The customer stated he had the device near a magnetic device. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.